Event description:
The customer performed a control test prior to calling and alleged that she received a result of 436 mg/dl. The normal control range was 100-137 mg/dl. No adverse events were alleged. The customer did not have her control solution with her at the time of the call, so further troubleshooting was not possible. The customer is to return her test strips for evaluation. Replacement test strips were sent to the customer.